Manufacturer narrative:
Siemens has completed an investigation of the reported event. The problem was identified as damage to hardware. It was found that the attachment mechanism for the footrest was damaged due to collision/improper use and could not be attached to the patient table properly. The footrest was replaced and the system was returned to clinical use. No further actions are to be taken at this time.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported that during a patient exam on the artis zee mp system a footrest got dislodged. The table was moving into upright position when the footrest got dislocated from the table guide rail on one side. The footrest and the patient slid a few centimeters down. However, the footrest was still affixed to the second rail and this prevented the patient from falling. There are no injuries attributed to this event. This incident occurred in (B)(6).